Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and the mesh was implanted. Beginning on (B)(6) 2018, the patient experienced hernia recurrence. It was also reported that the action taken involved an intervention. Additional information will be requested.